Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was in the hosp emergency room due to an incident of hyperglycemia. Per the report, the pt has been experiencing labile blood glucose for over a week with unexplained highs. She was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.